Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported 'machine danged', which was reproduced when a check battery alarm occurred when the unit was connected to an ac power source and the customer's standard battery. Corrosion was observed during physical inspection of the battery pins of the customer's standard battery module. Causality was determined to be the customer's standard battery, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
The customer called to reported "machine damaged" during treatment/diagnosis. There was no patient injury or medical intervention.